Event description:
A malfunction alarm was reported by a distributor in norway involving a pump with the error code 0-0x277d. It was unknown or declined to share if the customer's blood glucose level exceeded 500 mg/dl, and no specific blood glucose level was provided at the time of the event. The customer was informed about the necessity of replacing the pump, which was still under warranty, and they proceeded with the replacement following instructions from tandem technical support.